Event description:
Reporter alleged customer was barely conscious and emergency medical technicians (emts) were called. It was stated customer's meter read 37 mg/dl compared to the emt meter reading of 200 mg/dl when testing was performed 10 minutes apart. Reportedly, customer was treated with an IV, contents unk, and taken to the hospital where was treated with another IV, contents unk, as well as had some add'l testing performed. Reporter indicated customer was given candy and soda prior to the arrival of the emts. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.